Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; distal segment returned and analyzed.

Event description:
It was reported the patient received 3 inappropriate shocks due to lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.